Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the appropriate tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including trying different adapters and cables, but none resolved the issue. Tandem technical support confirmed that the pump was under warranty and arranged for a replacement. The customer was instructed on how to put the pump into storage mode and was asked to return the non-functional pump using a pre-paid label. The customer understood and acknowledged the instructions.